Event description:
Unable to obtain acceptable video image after several attempts to postition the solos flex bil endoscope by the physician. The surgical case was converted from laparoscopic cholecystectomy to laparotomy cholecystectomy with common duct exploration. Solos video system was in use at time laparoscopic procedure attempted.sales representative was contacted during the procedure and again after the procedure. On 5/28/92 the rep personally examined the device and determined that the scope probably had a broken fiber. Device taken by sales rep.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, telemetry failure. Conclusion: device failure occurred and was related to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.